Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify time/clock anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that none of the buttons are working of the insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that time was advancing by 1 minute. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.